Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel in the bd vacutainer® sst¿ ii advance plus blood collection tube did not properly separate the sample and "partially disintegrated" during the centrifugation process. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the lot number is 9063516 with an expiry of 2020-8. When centrifuging, the gel is not separating the sample and seems too partially disintegrate."

Event description:
It was reported that the gel in the bd vacutainer® sst¿ ii advance plus blood collection tube did not properly separate the sample and "partially disintegrated" during the centrifugation process. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the lot number is 9063516 with an expiry of 2020-8. When centrifuging, the gel is not separating the sample and seems too partially disintegrate."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel not separating & partially disintegrating with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.